Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The sodium rerun results did not match initial results for 15 patients during a period of one day. The customer was informed initial sodium results were not correct. She repeated the samples on the same analyzer and received different results. 15 corrected reports were initiated by the customer. Patient 1, initial result 121, repeat 139 mmol/l. Patient 2, male, initial result 133, repeat 147 mmol/l. Patient 3, female, initial result 131, repeat 148 mmol/l. Patient 4, female, initial result 127, repeat 145 mmol/l. Patient 5, female, initial result 127, repeat 146 mmol/l. Patient 6, male, initial result 125, repeat 143 mmol/l. Patient 7, male, initial result 131, repeat 146 mmol/l. Patient 8, male, initial result 127, repeat 144 mmol/l. Patient 9, female, initial result 125, repeat 142 mmol/l. Patient 10, male, initial result 129, repeat 144 mmol/l. Patient 11, male, initial result 119, repeat 132 mmol/l. Patient 12, female, initial result 124, repeat 138 mmol/l. Patient 13, female, initial result 126, repeat 142 mmol/l. Patient 14, male, initial result 129, repeated twice gave 130 and 147 mmol/l. Patient 15, female, initial result 118, repeated twice gave 118 and 131 mmol/l. The customer does not know and could not provide any patient information. No adverse events were reported. Sodium electrode lot # was not provided. The field service representative determined low vacuum prohibited cell wash #1 from dispensing and the cells did not get cleaned. He cleaned vacuum lines from the vacuum bottle and performed performance tests. He verified analyzer operation by running calibrations and qc which were acceptable.